Event description:
I received three surgeries to fix two inguinal hernia's and one umbilical hernia. Since the first two repairs, I have been experiencing significant difficulties urinating, bowel movement, leakage after movement of bowels. I am experiencing a lot of pain. I received in the year 2001 at (B)(6) hosp located on (B)(6) in (B)(6), surgeries for an inguinal hernia on my left side. After the surgeries, I started experiencing (erectile disfunction) pain, semen leakage after bowel movements. However in the year 2007, I received another surgery at (B)(6) hosp located in (B)(6), between (B)(6), where I stayed an add'l seven days due to complications arising from the surgery, infection, fever and tremendous swelling in that area. In 2018 I underwent a CT scan to evaluate the extent of my complaint about the complication due to the mesh devices that were implanted, and found out that I had another hernia. This time it was an umbilical hernia. I underwent laparoscopic surgery and where another mesh was implanted. Drs then told me that it was impossible for them to remove the existing meshes and if they did it would cause me significant amount of complications on top of the complications that I am already experiencing. I was then put on main medication (oxycodone) and was offered hydrocodone shots. Being that I am incarcerated I cannot receive the medication prescribed. So I have to deal with the complication without the aid of medication. However I would like to make a formal complaint although the MFR or the type of mesh is unk to me. At this time, when that info becomes available to me, I will immediately send the info to you. May have been on the recall list after implants were distributed. I have reported my complications to many drs. And also explored the option to have the mesh removed. I was told by drs at (B)(6) that the removal might cause other significant damage. I have now been placed on pain management.